Event description:
It was reported that the right atrial (ra) lead had dislodged post-operative. The lead was programmed off until it could be revised. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.